Manufacturer narrative:
(B)(4). The customer reported that the unit locked up and started squealing. No patient involvement was reported. The device was evaluated at philips. The symptom was verified. The processor pca was replaced to resolve the issue.

Event description:
The customer reported that the unit locked up and started squealing. No patient involvement was reported.